Event description:
A facility reported a feather was found in a pack of sponges ID (B)(4) it was not woven and easily pulled off away. It was not noticed until full table set up due to feather being white; therefore, full take down was required. No patient injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Product was not returned for evaluation; however, retained samples were checked and did not find any feather. There was no samples or photos provided by customer, therefore, we can not concluded the failure mode. The DHR of this complained batch was reviewed, the production process was under control without change on manufacturing technology, material, equipment and operation method. No abnormity. Unknown root cause as no samples or photos provided by customer.

Event description:
N/a